Manufacturer narrative:
Device evaluated by MFR.: a watchman access system (was) was returned for device analysis. The device was visually and microscopically examined. Visual inspection revealed that the sheath was kinked at 5cm proximal from the distal tip. A photo showing the sheath kink was provided and reviewed during analysis. Product and media analysis confirmed the reported event as the sheath was kinked.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a kink was noted on the was sheath. The sheath was removed and exchanged for another. The second was sheath also kinked during the procedure. The physician decided to cancel the procedure. There were no patient complications or consequences that occurred as a result of this event.

Event description:
It was reported that the sheath kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. During the procedure, a kink was noted on the was sheath. The sheath was removed and exchanged for another. The second was sheath also kinked during the procedure. The physician decided to cancel the procedure. There were no patient complications or consequences that occurred as a result of this event.